Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s nurse reported via phone call that their insulin pump had display anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s nurse reported that customer had dental examinations done while wearing the pump. The customer checked her blood glucose while on a bus, then her screen showed the blue shield for auto mode, but then turned greyish to solid white. The display did not return during troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was monitored and no missing segments, partial display, gray display or solid white display noted. The motor was tested outside of device and passed. The device was received with minor scratches on case, cracked retainer and minor scratches on lcd window.